Event description:
Additional information was received. It was reported that it had to do with the paddle. Steps taken included calling mdt and they sent out a new paddle which resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown, serial# unknown, product type unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown lot# serial# unknown, product type unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that, a lot of times, they will look down at their controller while charging their implant and the controller is not flashing. They also said that they noticed that, twice this week, their controller displayed "stimulation off" and they did not turn the stimulation off. Pt said they noticed this one time while charging their implant and the other time when they wentto look at their controller that wasn't on them at the time. Pt said this all began about 3 weeks ago. They saw no visible damage to the controller or battery pack. The hinge on the left side of the battery compartment door looked damaged. The white stimulation on/off button on the controller was fine, not depressed or loose. After reset the they saw that their implant battery was at 90% and their controller battery was at 70%. They were in group c and the group was highlighted in green (stimulation on). There wasn't visible damage to the recharger. They were was able to connect with "excellent" charge quality. They mentioned their implant battery being low at times when they went to charge.